Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced low blood glucose. The customer¿s current blood glucose level was 52 mg/dl. The customer was treated with snack. Customer declined to perform low blood glucose. The insulin pump will not be returned for analysis.